Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility area technical operations manager (atom) reported that smoke was observed coming from the vent tube of the fresenius 2008t hemodialysis (hd) machine following the replacement of the heater rod. The machine was powered down to extinguish the smoke. Use of a fire extinguisher was not required. The smoke did not trigger any smoke detectors within the facility. Upon further inspection the replacement heater rod was found melted to the hydroblock. The heater rod was initially replaced after the machine was pulled from service when the temperature and conductivity had dropped. The atom stated the replacement heater rod was jammed to the hydrochamber. A replacement hydrochamber was ordered. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement part. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The atom could not provide the operating hours of the machine. There was no damage observed on any other components, or any other additional issues, associated with the heater rod and the hydrochamber. The samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported that smoke was observed coming from the vent tube of the fresenius 2008t hemodialysis (hd) machine following the replacement of the heater rod. The machine was powered down to extinguish the smoke. Use of a fire extinguisher was not required. The smoke did not trigger any smoke detectors within the facility. Upon further inspection the replacement heater rod was found melted to the hydroblock. The heater rod was initially replaced after the machine was pulled from service when the temperature and conductivity had dropped. The atom stated the replacement heater rod was jammed to the hydrochamber. A replacement hydrochamber was ordered. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement part. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The atom could not provide the operating hours of the machine. There was no damage observed on any other components, or any other additional issues, associated with the heater rod and the hydrochamber. The samples are available to be returned to the manufacturer for physical evaluation.